Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in clinic interrogation the confirm rx insertable cardiac monitor exhibited intermittent undersensing. It was noted that there was a complete signal dropout when the issue occurred and could be a positional issue. No intervention was performed. Patient was asymptomatic.